Event description:
Tech alleged that the brake casters swivel around when set. No pt impact.

Manufacturer narrative:
The tech found broken brake casters. The tech replaced the brake casters to resolve the issue.